Manufacturer narrative:
Findings: pump received with missing segments/partial display due to cracked and bleeding lcd glass. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer reports that was bumped on the table and only a portion of the screen is displayed. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.